Event description:
The pt contacted lifescan alleging that their one touch ultra meter was set to the incorrect unit of measurement. The medical affairs specialist spoke with the pt to obtain additional information. The pt purchased their meter 1 year ago. Pt speculates that the meter was always set to "mmol/l" and pt never realized. The pt was prescribed 60 units of 70/30 insulin in the morning and 40 units in the evening. Pt reported that on many occasions pt did not take insulin due to what seemed to be low blood glucose results. The pt always ignored high blood glucose symptoms due to the results pt had been obtaining. On the day of concern pt obtained a 15.4 mmol/l (converts to 277 mg/dl), which pt believed to be 154 mg/dl. The pt described having symptoms, such as frequent urination and feeling woozy; however, pt ignored the symptoms due to their blood glucose readings. Pt did not eat breakfast or take their insulin due to their blood glucose result. Approximately 2 hours later, pt went to a regularly scheduled doctor's appointment. The nurse obtained a 305 mg/dl on their meter. The pt was administered their usual 60 units of 70/30 insulin. The pt was unable to confirm if the meter was previously set to the correct unit of measurement or if pt inadvertently changed the unit of measurement through the meter settings. Based on the information supplied by the pt, there is no indication that the product malfunctioned. The pt did not allege harm. There is an indication that the pt experienced injury and medical intervention due to basing treatment on the misinterpreted meter results. The meter, test strips, and control solution were replaced.